Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in one piece, no defects to fiber body. Microscopic inspection of the tip indicated it was degraded. The observed condition of no light exiting the connector face indicating an internal fracture. The customer saw as black spots was the connector having an internal fracture, so the complaint was confirmed. The observed condition of no light exiting the connector face, can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on this information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation, this re-used fiber has been used for less than 10 times during normal use, but there were black spots noted on the tip. The procedure was completed with another of the same device. The patient was stable, there was no patient complication. After that, product was returned for analysis, and it was identified an internal connector fracture.